Event description:
It was reported that during preparation, the pta balloon catheter was allegedly broken, detached, kinked and stretched while taking out of the box . It was further reported that another balloon was used to complete the procedure. There was no patient contact.

Manufacturer narrative:
Manufacturing review: the device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was returned to the manufacturer for evaluation. The outer was detached from the balloon at the proximal bond. The inner was broken 65mm from the outer detachment. There was a kink noted on the inner 235mm from the distal tip. There was an area of stretching noted in the outer beginning at the detachment and lasting for a length of 170mm. The result of the investigation is confirmed for the reported catheter break, detachment, material deformation and stretched issues. The root cause for the reported catheter break, detachment, material deformation and stretched issues could not be determined based upon the available information. Labeling review: the instructions for use for the bantam alpha otw product was reviewed and contains the following information relevant to the reported event: precautions: carefully inspect the catheter prior to use to verify that catheter has not been damaged during shipment and that its size, shape and condition are suitable for the procedure for which it is to be used. Do not use if product damage is evident. H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the sleek otw pta catheter products that are cleared in the us. The pro code and 510k number for the sleek otw pta catheter products is identified in d2 and g5. H10: d4(expiry date:09/2021), g4, h6(device: 2907). H11: d2,h6(results and conclusion). H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The catalog number identified in section has not been cleared in the us but is similar to the sleek otw pta catheter products that are cleared in the us. The pro code and 510k number for the sleek otw pta catheter products is identified. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer and the evaluation is still pending. The investigation of the reported event is currently underway. Expiry date (09/2021).

Event description:
It was reported that during preparation, the pta balloon catheter was allegedly broken while taking out of the box. It was further reported that another balloon was used to complete the procedure. There was no patient contact.